Manufacturer narrative:
The actual device was received for evaluation. A leakage test of dialysate side was performed and a crack in the welding zone was observed. The failure could be confirmed. The review of the welding parameters of the product showed no conspicuousness, they were within the specification. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400, an external fluid leakage was observed from the bottom edge of the dialyzer and water was observed on the floor under the filter. Treatment was stopped thirty minutes early. There was patient involvement, however no medical intervention occurred. No additional information provided.